Event description:
Routine complaint investigation when a consumer reported receiving a lower blood glucose reading of 38 mg/dl on one port of their softact alternate site blood glucose meter when compared with a reading of 90 mg/dl on the second port. When these values are plotted on a clarke error grid, the results fall in the "d" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.